Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 in the main, drawer 3 position failed frequently, although no cubicles failed. The magnet was still in the latch and the sensors detected correctly during diagnostic testing. The field service engineer (fse) powered the station off and replaced the older style magnet, as it would eventually fall out. The fse also replaced the warped u link on the plunger and replaced the latch sensor as a precaution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 3 failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.